Manufacturer narrative:
(B)(4). Date sent: 8/30/2023. Investigation summary : during the operation check at the time of arrival, we confirmed that the ground continuity test of the power cord was out of the standard value, so we replaced the power cord. After replacing the parts, we conducted the following inspections and confirmed that there was no abnormality in the function of the generator. Visual inspection (appearance, board, etc.), error history confirmation, analysis, software version confirmation, dc voltage confirmation. Function test (harmonic mode and enseal mode), output value confirmation (harmonic mode and enseal mode). Grounding/exterior/patient I/patient iii leakage current measurement, grounding impedance measurement, accessory confirmation. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that the grounding continuity test of power cord during preventative maintenance inspection confirmed to be out of specification. There was no adverse consequence to the patient. The customer does not want to provide additional information about this pc.

Manufacturer narrative:
(B)(4). Date sent: 8/17/2023. B3: event year only reported. D4 batch #: unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.